Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2020. H.6. Investigation: five photos and two loose 3ml syringes with an opened blister pack from batch 8348860 (p/n 309657) were received and evaluated. It was observed on both syringes there was significant indentations at the top and bottom of the barrel with sideways scratches in the middle near the 2ml marking. One of the syringes had the scratches in the print area affecting a portion of the "2" marking. The mark was still legible and acceptable per specification. Both syringes also had cracked plunger rods in similar locations with one crack more pronounced than the other. The damage was rejectable per product specification. A potential root cause for the damaged barrel defect is associated with the assembly process. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was damaged and had scale marking issues. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no: 309657 batch no: 8348860. It was reported that the 3 ml syringes appear to have been crushed making the markings distorted and measuring medications accurately impossible.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was damaged and had scale marking issues. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no: 309657, batch no: 8348860. It was reported that the 3 ml syringes appear to have been crushed making the markings distorted and measuring medications accurately impossible.